Event description:
Customer was rotating the gantry during a pt treatment and the kv detection cover fell off and hit the pt. This cover is light in weight and did not hurt the pt. There is no report of injury as a result of this event.

Manufacturer narrative:
The investigation found that the kv detection cover did not have service/upgrade performed as required. A service technical bulletin (stb) exist for this issue and had not been applied to this system. Root cause: oversight by a varian service engineer. Corrective action: installed safety retaining screws to the kvd cover per varian stb - the customer's issue was resolved. Though failure/detaching of the kvd cover is a known issue, there are no reports of occurrence of this issue with the stb properly applied. This incident is the result of a service/installation oversight and is considered an isolated event. There have been no reports of injury as a result of this issue. Varian will continue to monitor and trend any occurrences of this issue. No add'l follow-up to this MDR is expected.